Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive battery out limit alarms during normal use. Customer did not receive low battery alarms. Customer's blood glucose was 423 mg/dl. Customer was advised that battery cap would be replaced.